Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient went to emergency room and eventually got hospitalized on (B)(6) 2024 due to hyperglycemia and bent cannula event. Blood glucose level was 500 mg/dl at the time of the event. The duration of hospitalization was less than 24 hours. Patient experienced the symptoms of nausea and tiredness. Patient was treated with insulin injection. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.